Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was inserted and successfully deployed on the mitral valve. To further reduce nr, an ntw clip was inserted and deployed. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing damage to the posterior leaflet. To stabilize the slda, two additional clips were implanted, reducing mr to a grade of 3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from the lot. Based on available information, the reported slda per the physician is due to thin and fragile pml and is therefore related to patient conditions. Unspecified tissue injury appears to be due to the slda. Tissue damage/injury is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.